Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h321 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h321 for the reported issue shows no trends. Trends were reviewed for complaint categories, centrifuge bowl leak/break, alarm #1: air detected and alarm #16: collect pressure. No trends were detected for each complaint category. The complaint kit smart card data was returned for evaluation. A review of the data on the smart card verified multiple alarm #1: air detected alarms and alarm #16: collect pressure alarms occurred during a treatment that was not completed. The data shows approximately 875 ml of whole blood was processed when an alarm #7: blood leak (centrifuge chamber) alarm occurred, and the treatment was aborted. The collect pressure values were negative when the air detected and collect pressure alarms occurred. The negative pressure values were likely due to a poor patient access. The reported alarms were verified based on the smart card data; however, a root cause for the centrifuge bowl leak/break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated approximately 761 ml of whole blood was processed when they stepped out of the treatment room. The customer reported when they returned the collect line had come out of the patient's arm. The customer reported an alarm #1: air detected alarm was received. The customer stated the ecp treatment was paused and a new access line was connected to the patient before resuming the procedure. The customer reported receiving alarm #16: collect pressure alarms before the centrifuge bowl broke. The customer aborted the ecp treatment and manually returned residual blood to the patient. The customer stated the patient was stable and discharged home. The customer discarded the kit; however, has returned the kit's smart card data for investigation.